Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, a user contacted customer support regarding hyperglycemia with a reported blood glucose (bg) level of 571 mg/dl. The user changed their insulin delivery supplies (infusion set, luer adapter and insulin cartridge) and administered a manual insulin injection. The bg subsequently improved. No medical intervention required.